Event description:
It was reported that during an endovascular arteriovenous fistula procedure via the brachial vein access, the venous catheter allegedly had difficulty in tracking to reach the targeted site. It was further reported that as the venous and the arterial catheters were placed in the correct position, catheters coapting was allegedly not seen when the yellow button was fired. Furthermore, the fistula was unable to be created upon three attempts and upon removal of the catheter, the electrode was allegedly found to be broken. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the wavelinq 4f products that are cleared in the us. The pro code and 510 k number for the wavelinq 4f products are identified in d2 and g4. Manufacturing review: a complaint history review was performed. This is the third complaint reported for this lot number. However, a device history record review was performed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device - venous and arterial catheters were not returned for evaluation. Also, no images or video files were provided for review. The result of the investigation is inconclusive for the reported difficulty to advance, activation problem , failure to cut and electrode break issues. The root cause for the reported for the reported difficulty to advance, activation problem , failure to cut and electrode break issues could not be determined based upon the available information received from the field communications. Labeling review:the instruction for use for this wavelinq device was reviewed and the following sections are applicable. Indications: the wavelinq¿ endoavf system is intended for the cutting and coagulation of blood vessel tissue in the peripheral vasculature for the creation of an arteriovenous fistula used for hemodialysis. Contraindications: known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation. Known allergy or reaction to any drugs/fluids used in this procedure. Known adverse effects to moderate sedation and/or anesthesia. Distance between target artery and vein > 1.5 mm. Target vessels < 2 mm in diameter. Warnings, cautions, and precautions: warnings: 1. The wavelinq¿ endoavf system is only to be used with the approved commercially available devices specified above. Do not attempt to substitute non-approved devices or use any component of this system with any other medical device system. 2. The wavelinq¿ catheters are single use devices. Do not re-sterilize or re-use either catheter. Potential hazards of reuse include infection, device mechanical failure, or electrical failure, potentially resulting in serious injury or death. 4. Improper use could damage insulation that may result in injury to the patient or operating room personnel. 7. Do not permit cable to be parallel to and/or in close proximity to leads of other devices. 8. Do not wrap cable around handles of metallic objects such as hemostats. Cautions: 1. Only physicians trained and experienced in endovascular techniques should use the device. 2. Adhere to universal precautions when utilizing the device. 3. Do not kink, pinch, cut, bend, twist, or pull excessively or with excessive force on any portion of the devices. Damage to the catheter body may cause the device to become inoperable. 4. Avoid sharp bends. This may cause the device to become inoperable. 5. Do not pinch or grasp the catheter with excessive force or with other instruments. This may cause the device to become inoperable. 6. Do not bend the rigid portion of the catheter near the electrode or backstop. 7. Do not touch or handle the active electrode. Electrode dislodgement may occur. 8. Always use the hemostasis valve crosser to assist insertion of the venous catheter through the introducer sheath. Insertion into introducer sheath without hemostasis valve crosser may damage electrode. 9. Do not attempt to remove the hemostasis valve crosser located on the venous device. Device damage or fracture may occur. Precautions: 2. Care should be taken during handling of the arterial and venous catheters in patients with implantable cardiac defibrillators or cardiac pacemakers to keep the distal 3 inches of the catheters at least 2 inches from the implanted defibrillator or pacemaker. 5. If the device does not perform properly during the creation of the endovascular fistula it is possible that a fistula will not be created or there may be some vessel injury. 6. Keep magnetic ends of catheters away from other metallic objects which may become attracted and collide with devices. Instructions for use: preparation of the catheters: 21. Carefully inspect the wavelinq¿ endoavf system pouch for any evidence of damage to the sterile barrier. If there is evidence of damage, do not use the wavelinq¿ endoavf system. 22. After inspection of the pouch, carefully peel open the pouch and transfer the sterile wavelinq¿ endoavf system to sterile field using standard transfer precautions. Endoavf creation procedure: 26. Remove the venous catheter from the packing card: a) removing the plug and cable bundle from the card tabs. B) unclip the venous handle and then slide the catheter out of its containment tube. 27. Inspect the venous catheter for damage. If it is suspected that the sterility or performance of the catheter has been compromised, the catheter should not be used. 28. Catheters have a hydrophilic coating and at the physician¿s discretion may be hydrated prior to insertion by wiping with saline in the sterile field. 29. Advance the venous catheter over the 0.014" wire until the yellow hemostasis valve crosser encounters the hemostasis valve of the introducer sheath. Grasp and insert the yellow hemostasis valve crosser though the hemostasis valve until it stops in the sheath hub. Grasp the proximal end of the yellow valve crosser and advance the catheter simultaneously through the yellow crosser and the sheath. Fluoroscopically inspect the electrode after venous catheter insertion to confirm proper electrode form. If the electrode appears deformed, gently remove venous catheter and inspect. If upon direct visual inspection the electrode appears damaged, replace the venous catheter. If venous catheter is removed and requires reinsertion, reposition the yellow valve crosser over the electrode prior to advancing through the hemostasis valve. 30. Under fluoroscopic guidance, advance the venous catheter towards the target location until the distal magnets of the venous catheter begin to engage the first proximal magnets of the arterial catheter. In this location, pause to rotate the venous catheter until the illumination of the rotational indicators are maximized and the arc of the electrode is pointed at the arterial catheter. Adjust the arterial catheter as needed to confirm that catheters are aligned and prepared for venous catheter advancement. 31. Advance the venous catheter until the arc of the electrode is congruent with concave surface of the arterial backstop. Electrode should appear compressed. Confirm that the rotational indicators appear aligned and rotationally similar. 32. Rotate the fluoroscope to visualize the maximum tissue thickness distance between arterial and venous catheters. Confirm that the tissue thickness adjacent to the electrode housing is no greater than the width of the magnet array which is 1mm. If tissue thickness appears greater, adjust catheter position to a thinner tissue segment. 33. With catheters in confirmed activation position, remove cable tie, remove preassembled insert, and then connect venous catheter plug to electrosurgical pencil. Fully insert plug until there is no metallic surface exposed. 34. Pass electrosurgical pencil hand switch connector out of the sterile field and connect it to esu¿s monopolar 1 receiver. 35. Retract or remove both 0.014" guidewires from the catheter activation zone. No guidewires should be present between the proximal and distal magnet zones during activation. 36. Ensure tourniquet has been removed (if applied). 37. Do not allow catheters to move in order to minimize chance of misalignment. 38. Using fluoroscopy, verify final catheter and electrode position before energy delivery. 39. Hold patient¿s procedure arm at the wrist with firm pressure to minimize arm flexion and rotation during energy delivery. 40. Turn on esu and again ensure the cut t mode is illuminated, the power setting led display reads 60 w, and the maximum activation time of 0.7 sec is set in the time led display. 41. While imaging with fluoroscopy, deliver rf energy by firmly pressing and holding the yellow cut switch on the electrosurgical pencil until the audible esu activation tone stops. The electrode should visibly advance and touch the arterial backstop. If electrode does not contact backstop, an additional activation may be administered under the condition that the catheters have not been moved from their original position. Do not activate the device more than 3 times. 42. Remove the venous catheter. Remove the arterial catheter. D4 (expiry date: 08/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the wavelinq 4f products that are cleared in the us. The pro code and 510 k number for the wavelinq 4f products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this product/lot number combination. However, a device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the venous catheter was returned, the arterial catheter was not returned for evaluation. The venous catheter exhibited the following damage: two kinks were present, the first located on the distal magnet section at the indicator adjacent to the electrode housing . The second kink was located between the 10th and 11th magnet. The electrode toe was dislodged from the housing and a bend was also noted. The method of packaging may have contributed to this bend as the valve crosser was not positioned over the electrode on when returned. No electrode break was confirmed. During the functional examination both catheters aligned without issue. The device was activated and cut through the tissue successfully. Therefore, the result of the investigation is confirmed for the advancement issue. However, the result of the investigation is unconfirmed for the reported activation problem, failure to cut and electrode break issues. The root cause for the reported difficulty to advance, activation problem, failure to cut and electrode break issues could not be determined based upon the available information received from the field communications and device evaluation. Labeling review: the instructions for use for this wavelinq device was reviewed and the following sections are applicable. Indications: the wavelinq¿ endoavf system is intended for the cutting and coagulation of blood vessel tissue in the peripheral vasculature for the creation of an arteriovenous fistula used for hemodialysis. Contraindications: ¿ known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation. ¿ known allergy or reaction to any drugs/fluids used in this procedure. ¿ known adverse effects to moderate sedation and/or anesthesia. ¿ distance between target artery and vein > 1.5 mm. ¿ target vessels < 2 mm in diameter. Warnings, cautions, and precautions: warnings: 1. The wavelinq¿ endoavf system is only to be used with the approved commercially available devices specified above. Do not attempt to substitute non-approved devices or use any component of this system with any other medical device system. 2. The wavelinq¿ catheters are single use devices. Do not re-sterilize or re-use either catheter. Potential hazards of reuse include infection, device mechanical failure, or electrical failure, potentially resulting in serious injury or death. 4. Improper use could damage insulation that may result in injury to the patient or operating room personnel. 7. Do not permit cable to be parallel to and/or in close proximity to leads of other devices. 8. Do not wrap cable around handles of metallic objects such as hemostats. Cautions: 1. Only physicians trained and experienced in endovascular techniques should use the device. 2. Adhere to universal precautions when utilizing the device. 3. Do not kink, pinch, cut, bend, twist, or pull excessively or with excessive force on any portion of the devices. Damage to the catheter body may cause the device to become inoperable. 4. Avoid sharp bends. This may cause the device to become inoperable. 5. Do not pinch or grasp the catheter with excessive force or with other instruments. This may cause the device to become inoperable. 6. Do not bend the rigid portion of the catheter near the electrode or backstop. 7. Do not touch or handle the active electrode. Electrode dislodgement may occur. 8. Always use the hemostasis valve crosser to assist insertion of the venous catheter through the introducer sheath. Insertion into introducer sheath without hemostasis valve crosser may damage electrode. 9. Do not attempt to remove the hemostasis valve crosser located on the venous device. Device damage or fracture may occur. Precautions: 2. Care should be taken during handling of the arterial and venous catheters in patients with implantable cardiac defibrillators or cardiac pacemakers to keep the distal 3 inches of the catheters at least 2 inches from the implanted defibrillator or pacemaker. 5. If the device does not perform properly during the creation of the endovascular fistula it is possible that a fistula will not be created or there may be some vessel injury. 6. Keep magnetic ends of catheters away from other metallic objects which may become attracted and collide with devices. Instructions for use: preparation of the catheters: 21. Carefully inspect the wavelinq¿ endoavf system pouch for any evidence of damage to the sterile barrier. If there is evidence of damage, do not use the wavelinq¿ endoavf system. 22. After inspection of the pouch, carefully peel open the pouch and transfer the sterile wavelinq¿ endoavf system to sterile field using standard transfer precautions. Endoavf creation procedure: 26. Remove the venous catheter from the packing card: a) removing the plug and cable bundle from the card tabs b) unclip the venous handle and then slide the catheter out of its containment tube. See figures 1-3. 27. Inspect the venous catheter for damage. If it is suspected that the sterility or performance of the catheter has been compromised, the catheter should not be used. 28. Catheters have a hydrophilic coating and at the physician¿s discretion may be hydrated prior to insertion by wiping with saline in the sterile field. 29. Advance the venous catheter over the 0.014" wire until the yellow hemostasis valve crosser encounters the hemostasis valve of the introducer sheath. Grasp and insert the yellow hemostasis valve crosser though the hemostasis valve until it stops in the sheath hub. Grasp the proximal end of the yellow valve crosser and advance the catheter simultaneously through the yellow crosser and the sheath. Fluoroscopically inspect the electrode after venous catheter insertion to confirm proper electrode form. If the electrode appears deformed, gently remove venous catheter and inspect. If upon direct visual inspection the electrode appears damaged, replace the venous catheter. If venous catheter is removed and requires reinsertion, reposition the yellow valve crosser over the electrode prior to advancing through the hemostasis valve. 30. Under fluoroscopic guidance, advance the venous catheter towards the target location until the distal magnets of the venous catheter begin to engage the first proximal magnets of the arterial catheter. In this location, pause to rotate the venous catheter until the illumination of the rotational indicators are maximized and the arc of the electrode is pointed at the arterial catheter. Adjust the arterial catheter as needed to confirm that catheters are aligned and prepared for venous catheter advancement. 31. Advance the venous catheter until the arc of the electrode is congruent with concave surface of the arterial backstop. Electrode should appear compressed. Confirm that the rotational indicators appear aligned and rotationally similar. 32. Rotate the fluoroscope to visualize the maximum tissue thickness distance between arterial and venous catheters. Confirm that the tissue thickness adjacent to the electrode housing is no greater than the width of the magnet array which is 1mm. If tissue thickness appears greater, adjust catheter position to a thinner tissue segment. 33. With catheters in confirmed activation position, remove cable tie, remove preassembled insert, and then connect venous catheter plug to electrosurgical pencil. Fully insert plug until there is no metallic surface exposed. 34. Pass electrosurgical pencil hand switch connector out of the sterile field and connect it to esu¿s monopolar 1 receiver. 35. Retract or remove both 0.014" guidewires from the catheter activation zone. No guidewires should be present between the proximal and distal magnet zones during activation. 36. Ensure tourniquet has been removed (if applied). 37. Do not allow catheters to move in order to minimize chance of misalignment. 38. Using fluoroscopy, verify final catheter and electrode position before energy delivery. 39. Hold patient¿s procedure arm at the wrist with firm pressure to minimize arm flexion and rotation during energy delivery. 40. Turn on esu and again ensure the cut t mode is illuminated, the power setting led display reads 60 w, and the maximum activation time of 0.7 sec is set in the time led display. 41. While imaging with fluoroscopy, deliver rf energy by firmly pressing and holding the yellow cut switch on the electrosurgical pencil until the audible esu activation tone stops. The electrode should visibly advance and touch the arterial backstop. If electrode does not contact backstop, an additional activation may be administered under the condition that the catheters have not been moved from their original position. Do not activate the device more than 3 times. 42. Remove the venous catheter. Remove the arterial catheter. H10: d4 (expiration date: 08/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an endovascular arteriovenous fistula procedure via the brachial vein access, the venous catheter allegedly had difficulty in tracking to reach the targeted site. It was further reported that as the venous and the arterial catheters were placed in the correct position, catheters coapting was allegedly not seen when the yellow button was fired. Furthermore, the fistula was unable to be created upon three attempts and upon removal of the catheter, the electrode was allegedly found to be broken. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the wavelinq 4f products that are cleared in the us. The pro code and 510 k number for the wavelinq 4f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an endovascular arteriovenous fistula procedure via the brachial vein access, the venous catheter allegedly had difficulty in tracking to reach the targeted site. It was further reported that as the venous and the arterial catheters were placed in the correct position, catheters coapting was allegedly not seen when the yellow button was fired. Furthermore, the fistula was unable to be created upon three attempts and upon removal of the catheter, the electrode was allegedly found to be broken. The procedure was completed using another device. There was no reported patient injury.